Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery set-up it was observed that the short attachment device was heating up. It was reported that there was no delay to a scheduled surgical procedure as an identical spare device was available for use. It was reported there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the unit had a loose bearing stack. It was determined that this condition was due to the degradation of the loctite thread-locker. The assignable root cause of the condition was determined to be component damage from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.